Event description:
It was reported via phone call that the customer was having issues rewinding the insulin pump. The cannula would stick or not rewind. The blood glucose reading was unknown. The insulin pump has had these issues for the past two weeks. It was also stated that the issue only occurs during the rewind and not after it complete it. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected rewind anomalies or rewind complete/bolus delivery loop anomalies noted during testing. The passed displacement, rewind, basic occlusion and prime tests. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube and cracked battery tube threads.